Event description:
On (B)(6) 2013, the reporter indicated that she did not know whether the issue had to do with the pump problems or if it is the insulin not working correctly. It was reported that the patient has had the same I:c ratio for over a year now. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: during investigation, a review of the pump¿s history showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue of inaccurate delivery was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.